Manufacturer narrative:
Correction on submission of: . Manufacturer report number:1645337-2020-03097 correct due date is (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture unknown baker grade. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent an unknown breast augmentation with mentor memorygel, 550cc silicone breast implants which the right side ruptured and bilateral issue with capsular contracture unknown baker grade after implantation. Patient reported pushing up and stiffness as the days went on the right implant. The issue of capsular contracture confirmed by the physician, and during bilateral removal on (B)(6) 2019 it was discovered that the right implant was ruptured. This report is for the left side.

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).